Event description:
Event: "pt received burn. Pt didn't perform burn care, burn got infected. Antibiotics prescribed, area healed, scarred. Product problem: end block corrosion. Dose or amount: 31-33j/cm2. Frequency: per pulse. Route: transdermal. Dates of use: (B) (6) 2006 - (B) (6) 2010. Diagnosis or reason for use: unk.